Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator connected to the patient immediately, and there was no delay in therapy. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse provided the customer with the requested part information: video graphics array pcba, vga controller, and liquid-crystal display(lcd). Multiple good faith efforts were made to obtain information regarding device malfunction details, evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20nov2020.

Event description:
It was reported to philips that the device had a blank display. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.